Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The software was reloaded and calibrations were completed. The unit was returned to service.

Event description:
The hospital reported an unexpected system reset error. There was no report of patient involvement.